Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose events while using the ilet, including an episode where a care team detected a low value and contacted emergency medical services; the patient¿s glucose returned to range without ems intervention, and the patient subsequently disconnected from the ilet pending discussion with their healthcare provider. Symptoms included hypoglycemia. Outcomes included ems evaluation on site without treatment or transport and self-management with oral glucose. Investigation included collection of event details and user reports, with troubleshooting and education provided. Investigation of this case revealed an unclear cause for hypoglycemia, with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.